Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l86112), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that when inserting the hasp device into the bone, the dilator tip fell off of the insertion tip into the cuff. The peek dilator tip was not found in the rotator cuff space or on the floor of the or. After searching for 30-45 minutes, the surgeon determined that he was okay with the possibility of the peek dilator tip still being contained inside the cuff since it contains no metal.